Event description:
It was reported that the patient was reporting shortness of breath and tightness in the chest and abdomen with their existing programs. He went to his primary care physician who ran an electrocardiogram (EKG) and stated the stimulation was impacting his heart. He did not have his patient programmer (pp) there that day to shut it off and would be returning on (B)(6) to have another EKG done with stimulation turned off. The manufacturer¿s representative (rep) performed impedance testing and reprogrammed the patient the day of the report and was able to provide four programs all of which eliminated the reported symptoms and provided effective therapy. The patient was going to call the rep. On the 15th with the outcome of the additional testing. There were no alleged product issues and it was unknown what the cause of the issue was or if the issue was resolved. At the time of the report the patient was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 377860, lot# v010269, implanted: 2006 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 377860, lot# v010451, implanted: 2006 (B)(6); product type lead. (B)(4).